Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic ventral hernia repair procedure on (B)(6) 2016 and the barbed suture was used. During the procedure, the barbed suture broke behind the swage while picking up to start tab closure. Another like suture was used to complete the procedure. There were no patient consequences reported. No further information is available.